Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead screw tip was damaged. The rv lead was not used. No patient complications have been reported as a result of this event.